Event description:
A increased in threshold and decrease in r-wave were observed. The physician decided to cap and replaced the sense/pace portion of the lead. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.